Manufacturer narrative:
Patient age at time of event: over 18 years old. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system with a pigtail catheter was advancing into the laa when a pericardial effusion with tamponade was noted. The physician decided to promptly implant a 27mm watchman closure device and then perform a pericardiocentesis. The pericardiocentesis was successful and the patient was hemodynamically stable post procedure.